Event description:
It was reported via repair work order that the stretcher bed exit alarm does not work due to the scale alarm makes no sound. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.